Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported noticing a leak when she went to change the reservoir after a low reservoir warning. Customer stated that liquid was visible in the reservoir compartment and the leak was past the o-rings. Customer also mentioned fogginess on part of reservoir and noticed a big drop of insulin. Self test was performed and passed. Customer further reported cracks around the battery compartment. Customer's blood glucose reading at the time of the call was 243 mg/dl. No further information reported.